Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. There was no impact to customer's blood glucose level. The pump was not within abnormal temperature conditions. Reportedly, the alarm occurred both when charging and while not charging. It was indicated that the customer would administer manual injections as alternate insulin therapy.